Event description:
The user contacted lifescan alleging the display of the one touch ultralink meter was damaged. The medical surveillance specialist reviewed the technical service representative (tsr) documentation. The patient said that right before the issue started at 9:20 pm he experienced symptoms of "thirst and parched." This complaint is being reported because the issue was not resolved through troubleshooting. The patient's symptoms occurred before the product issue began therefore, the product did not cause or contribute to injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.